Event description:
Pt reported that one rod and one pedicle screw from a uss construct implanted at l4-l5 in 2001 had fractured in either 2003 or 2005. The construct was removed in (B)(6)2008 and part of the broken screw remains on the right. Pt reportedly was revised on the left in (B)(6)2008 and underwent an alif procedure in (B)(6)2008. Pt reported being diagnosed with "neural widening" in and is now facing scar tissue removal because, her scar is retracting and her spine and hardware can be seen. This report is #1 of 2 for the same incident.

Manufacturer narrative:
Manufacture site and manufacture date could not be determined without a lot number. Could not be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.